Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with wear and tear damage to front cover and line cord. Investigator's filled the device reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety and electrical testing. The customer reported issue was confirmed. According to the investigation, during testing, leaking from water tank cover was observed. Investigator's replaced the device water tank and front cover and line cord due to visual damage. The problem source of the reported problem is manufacturing process.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system tank was leaking. No adverse effects reported.